Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. As the customer did not supply the lot number of the access accutni+3 reagent in use at the time of the event an expiration date could not be determined. (B)(6). As the customer did not supply the reagent lot of the access accutni+3 reagent in use at the time of the event a manufacture date could not be determined. The access accutni+3 reagent was not returned for evaluation. Service was not dispatched for this event. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer then analyzed a second sample from the patient and obtained lower results within the normal reference range of the assay. The initial elevated result was released from the laboratory. There was a report of a change in patient treatment associated with this event as the patient was transferred to another facility for additional testing in association with the elevated troponin I (access accutni+3) result obtained. Quality controls (qc), calibrations and system check parameters were not supplied for this event. The patient's initial sample was collected in a serum tube with a gel separator. The second sample analyzed by the customer was collected in a heparinized plasma tube with a gel separator. Centrifugation time and speed were not supplied by the customer for this event.